Event description:
(B)(4). Skytron was contacted by our distributor who received the communication from (B)(6) regarding the reported complaint. A skytron authorized representative was dispatched to the facility to evaluate the table involved and the other tables at the facility. Tests were performed to check the table's pressure and functions. Problems were noted but no obvious defects were found. As a precautionary measure, skytron's technical support department recommended a replacement of several parts. A series of diagnostic testing was performed that led to a system hydraulic pressure adjustment and the replacement of bearings, mini valves and pressure relief valves. Tables were then retested and found to be performing correctly. Ultimately, the technician on site determined that the bearings were defective. Skytron has reviewed our complaint records from the past 3 years and we do not have any other reported complaints of this nature. Skytron has also sold over (B)(4) surgical tables that use the same lateral tilt cylinder design and have no reported history of this complaint. Based on the field technician's assessment and in an effort to determine if there was a manufacturing / design issue, the bearings that were replaced in the tables at the facility were returned to skytron for evaluation. Upon receipt, the bearings were visually inspected to find any obvious defects. No obvious visual defects were found. They were then installed into known working tables for functional testing and we were not able to duplicate the issue. We also performed additional testing in an effort to duplicate the issue but we are still unable to duplicate it. The tables at the facility are approximately two years old. Skytron has requested service and preventative maintenance records but have not been provided with any of these documents. Therefore, we are unable to verify that the tables were maintained per the OEM's recommended maintenance schedule. In the maintenance matrix in skytron's 3602 owner's manual, it recommends a yearly check of the table's pressure relief valve assembly. Checking the table's pressure relief valve assembly would have uncovered the low pressure which could have contributed to this issue.